Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during the surgery, one set screw was found slipped and two nail threads shredded 1.5 rings. The products came in contact with the patient. No patient complications were reported as a result of this event.